Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during injection with a bd nano¿ ultra-fine¿ pen needles insulin did not flow. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection. Stated, he was never told to prime before injection.